Event description:
In 2006 the lay user/reporter, the patient's husband, contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. The medical affairs specialist (mas) spoke with the reporter three days later to obtain and verify information. On april 21, 2006 at 2:00am, the patient obtained the blood glucose results of 199 mg/dl and 184 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of being tired, incoherent and shaking. Her husband contacted emergency services, and within 10 minutes the paramedics arrived and obtained a blood glucose reading for the patient of 30 mg/dl. The patient was treated with glucose intravenously, and was transported to the hospital. While in the emergency room, her blood glucose result was 28 mg/dl. The patient was treated with glucose intravenously, and was transported to the hospital. While in the emergency room, her blood glucose result was 28 mg/dl. The patient was admitted to the hospital, diagnosed with type I diabetes and anemia. The evening prior to the hypoglycemic event, the patient had taken her normal meals and oral medications. One day later the patient had obtained a morning blood glucose result of 186 mg/dl; and on the previous day , the patient's fasting blood glucose result was 172 mg/dl. The patient was taking orals diabetes medications, type and dose unknown. She is still hospitalized, and has now been prescribed insulin. The patient's husband noted she is very anemic. He was unable to report the patient's hematocrit value. The mas discussed with the reporter that according to the package insert for these test strips, hematocrit levels less than 30% may cause falsely elevated readings on the reported meter. The patient has a backup one touch ultra meter, and obtained similar results on that meter. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measurement and calibration code number. Quality control testing was performed during the call, with passing results indicating the meter is functioning appropriately. The meter, test strips and control solution were replaced.